Event description:
It was reported during a laparoscopic cholecystectomy during procedure set up two 5mm trocars were opened and attempts made to arm them. When they would not arm two new trocars were opened and case continued without incident. The surgeon and pt was not present when opening. There was no contact with the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, ab)conforming; desufflation lever condition, ab)conforming; inner gasket condition, ab)conforming; latch condition, ab)conforming; obturator condition, ab)conforming; outer gasket condition, ab)conforming; reset button condition, ab)conforming; sleeve condition, ab)conforming; stopcock condition, ab)conforming and trocar condition, ab)conforming. Functional tests & results: does safety shield retract, a)conf b)noncon; flapper door functional, ab)conforming and lockout functional, ab)conforming. Analysis conclusion: based upon the inquiry information received, visual examination and functional test, it was concluded that the reported incident occurred due to the intermittent arming. Two instuments were received. Instrument (b) was tested and found to arm intermittently. The handle end cap weld was measured and found to be skewed. The obturator handle is welded during the assembly process. Instrument (a) was tested and found to function properly.